Manufacturer narrative:
Extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient fell out of a chair and landed on the implantable neurostimulator (ins). After the fall, the patient experienced a burning sensation at the ins location when stimulation was on. The sensation was felt over the patient's entire hip. Additional information has been requested, but was not available as of the date of this report.